Manufacturer narrative:
Results: the pump max was able to power on and produce a vacuum pressure within specification. Conclusions: evaluation of the returned pump max revealed a functional device. During the functional testing, the pump max was able to power on and produce a vacuum pressure within specification. The reported complaint could not be confirmed. Penumbra pumps are visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a penumbra system aspiration pump max 220 (pump max). During the procedure, the pump max stopped aspirating; therefore, the pump max was disconnected. The procedure was completed using another pump max. There was no report of an adverse effect to the patient.